Event description:
The user performed a tcr with the subject device. The electrode loop wire broke within the procedure and fragment(s) fell into the pt which could be retrieved successfully. The procedure was completed and no further pt consequences have been reported.

Manufacturer narrative:
The device involved in the event has not been returned to lm for investigation. However, the defect can be confirmed according to the images and the investigation results provided by the local sales organization. From the appearance of the area of breaking can be concluded that the wire material broke mechanically and not due to electrical burn-off. The loop wire is originally bended 45 degrees while the particular device is bended 90 degrees in the condition it was received. Based on the actual level of info, the root cause for the breaking cannot conclusively be determined. Premature damage can't be excluded, as well as user attempt to re-shape a bended loop or to adjust the bending to an angle being more appropriate for the intended action. The user was able to retrieve the fragment(s) and no further pt consequences have been reported. The procedure could be completed with similar unk device.